Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lot history record (f1623102) indicated that the addition of an inspection step did not cause or contribute to the reported incident and the lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. Should additional relevant information become available a supplemental report may be filed.

Event description:
It was reported that a mynxgrip 5f vascular closure device failed to deliver the sealant to the arteriotomy to achieve hemostasis. The mynx device was being used for arterial closure following an interventional chemotherapy embolization procedure. The device was inserted into the 5f procedural sheath up until the white marker. The balloon was inflated until the inflation indicator blacker marker was fully exposed. The device was raised to a 45 degree angle. Holding the black distal portion (shuttle), the user shuttled down to the gray portion until a noticeable hard stop was reached. Significant resistance was felt when shuttling down. The user then grabbed the distal end of the introducer sheath and slid it back up to the black distal portion (shuttle). Unusual force was not applied when retracting the sheath. The white tamp (advancer) tube was never released coming from the insertion point and the peg sealant was still on the rail, outside the body. The mynx procedure was aborted and manual pressure was held for less than 30 minutes to achieve hemostasis. The patient was not hospitalized and/or hospitalization was not extended as a result of this incident. Additional information was requested, but is not available at this time.